Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that screen speed could not be shown. A rotablator console was selected for use. During the procedure, it was noted that the rotation speed could not be shown. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that screen speed could not be shown. A rotablator console was selected for use. During the procedure, it was noted that the rotation speed could not be shown. The procedure was completed with another of the same device. No patient complications reported.